Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was oversensing when the patient took deep breaths. The patient is pacemaker dependent and review of the information received on this device indicates tharapy may be inhibited by this oversensing.

Manufacturer narrative:
Several attempts made by cpi to obtain additional info on the reprogramming of this ICD were unsuccessful. On 7/22/1997 cpi received additional info that the brady mode of the ICD was programmed off and the pts av heart block was being treated with pmk. No further oversensing problems have been reported.